Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem, the system was displaying error message "x-ray not possible" . The technical investigation was done and identified that issue was with certeray xsc . The fse replaced the certeray xsc after replacement ,the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system was down and reboot did not boot up the system. The error message of ¿x-ray not possible¿ was displayed. The system was not in clinical use at the time of the event . No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.